Event description:
Engineering with medtronic emergency response systems (ers) identified several potential combinations of circumstances in which a device may have operating features configured differently than expected. This may result in an inability to administer device pacing to a pt or a delay in pt treatment in the AED mode of operation.